Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed one-year battery remaining during the last check during the recent check, the device was at end of life (eol). Additionally, patient had a long atrio-ventricular block (avb) and auto was turned on. Boston scientific technical services (ts) explained that when if it was turned on late in life to factor/maintain going to minimum 3.5 volts at elective replacement time (ert). Thus, can appear to be premature battery depletion (pbd). Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.